Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the staplers' handles could not be squeezed and the staplers did not fire. The reloads were observed to have pre-fired. A new device was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
This regulatory report was found out as a duplicate for MFR report number: 2647580-2019-00514, any additional information received in the future will be captured and submitted under the report number 2647580-2019-00514. If information is provided in the future, a supplemental report will be issued.